Event description:
It was reported that during a pta/stenting treatment procedure, the xxl balloon ruptured at 10 atms on the first intrastent inflation. The left subclavian vein lesion was 100% stenotic. A diagnostic angiogram was done. Another MFR's stent was inserted into the the target vessel stenosis and deployed. The balloon catheter was inserted in the stent and stent dilatation was performed. The balloon was deflated as much as possible and removal was attempted. It is noted that resistance was encountered with insertion and removal of the balloon. The ruptured balloon was removed to the level of the introducer sheath before resistance was met. The standard removal technique was performed using slight rotation done with a normal pulling moition. The catheter shaft was withdrawn and the catheter/balloon were observed to have separated from the tip of the catheter. An amplatz goose-neck snare was utilized to snare a fragment of the catheter/balloon, but they were unable to withdraw it through the sheath. A minor cut down procedure was performed on the arm vein to remove a catheter fragment from the pt. The pt was asymptomatic during this event. Pt status is reported as 'fine'.